Event description:
This adverse event occurred outside of the u.s. However, as there is a similar marketed device in the u.s., an MDR is being filed. Limited information provided. It was reported the copios extend membrane failed to integrate when tooth sites ur3 and ur4 were grafted together with the device. The patient experienced inflammation. Customer stated revision surgery will be required, as the patient will need to return to the office to complete the procedure. Additional information was requested, including patient information, event information, patient impact information, and information surrounding the revision surgery (patient outcome from revision surgery and date of revision surgery), however it was not provided. Additionally, no information surrounding potential device malfunction or further information surrounding patient impact was provided. No further information will be provided.

Manufacturer narrative:
The complaint states the membrane failed to integrate. No integration is directly related to the thermal and ph properties of the product. Three units from reserve product inventoy were tested for thermal transition temperature determination, ph, and sterility. All test results met acceptance criteria and the product was proven to be sterile. This medical device report (MDR) is being submitted outside of the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit/inspection.